Event description:
Clinician reports that a sinus lift treatment was carried out on the pt on (B)(6) 2012 using membragel and bone ceramic. The operation was uneventful. The clinician reports that the pt suffered a huge swelling and extreme pain during the wound healing period. The clinician reports there was a dehiscence on (B)(6) 2012. The membragel was removed and the site was rinsed and the dehiscence covered. The bone appears to be stable.

Manufacturer narrative:
Membragel, catalog #070.101, package insert instructions for use state "treatment outcome is dependent on operative technique and pt response. As with any surgical procedure, infection is a risk. Use sterile intra-operative technique. Do not use at infected sites." Membragel, catalog #070.101, package insert instructions for use state "the following complications are common with the surgical intervention with barrier membranes and therefore may not be totally excluded: soft tissue dehiscence, hematoma, pain, inflammation, increased sensitivity and redness."